Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿lasso loop broken'. Broken retrieval loop observed during lab evaluation.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4): importer site establishment registration number: (B)(4). 3001845648-2019-00001 . This complaint is linked to (B)(4) 3001845648-2019-00001) where a second failure was observed during the lab evaluation and this file was opened up for this second failure mode. The device involved in the complaint was evaluated in the laboratory on the 16th january 2019. Retrieval loop was broken. Following the laboratory evaluation second complaint file was raised to address the this failure mode retrieval loop breakage prior to distribution all evo-pc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-8-b device of lot number c1529433 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1529433; upon review of complaints this failure mode has not occurred previously with this lot #c1529433. The instructions for use ifu0057-5 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use ifu0057-5. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous anatomy. Its possible that tortuous may caused a build-up of pressure and this may have resulted in the flexor becoming kinked. Retrieval loop breakage is unclear, however it is possible that this failure resulted from kinked flexor. (Related to (B)(4) 3001845648-2019-00001) according to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿lasso loop broken'. Broken retrieval loop observed during lab evaluation.